Manufacturer narrative:
Upon investigation of the actual device used in this incident it was determined that system did not power on. A field service engineer cancelled the work order. No resolution was provided by both field service engineer and customer about the resolved issue. The system functioned as intended after the field service engineer troubleshot the device.

Event description:
It was reported by the customer that pyxis medstation es system was not powering on. The customer reported that a malfunction occurred when the user attempted to dispense medication to the patient. There were no adverse events or injuries reported based on this event.